Event description:
Pt underwent percutaneous transluminal coronary angioplasty with the access site in the profunda femoris. The cardiologist attempted arteriotomy site closure with a prostar 9 fr pvs system. The device locked up during deployment. The cardiologist attempted further deployment before trying unsuccessfully to back down. At that point, the pull tube was noted to be frayed. The pt was taken to surgery for removal of the device. It was not noted until surgery that the access site was a profunda femoris stick. Surgery was successful and the pt was stable with no residual effects. Inspection of the returned device revealed a kink in the guidewire that would be consistent with a physician's manipulation of the device at a steep angle, such as would be required in a closure of the profunda. This kink in the guide wire was probably responsible for the device lock-up. Inspection of the returned device determined the device to be within MFR specs, including those related to the needles and needle holster. The instructions for use (IFU) clearly state that the pvs system is indicated for closing the common femoral artery access site. The IFU further states that the safety and effectiveness of the system has not been established in pts with puncture sites in the profunda femoris. The conclusion is that there was no device malfunction. This event is being reported because intervention was necessary to remove the device and vascular surgery was required. However, all indications point to user error in advertently placing the arterial access site in the profunda rather than the common femoral artery.